Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for evaluation for a patient who was found down. The patient presented to hospital after being found down at home. It was noted that the lvad was off for unknown time and the patient was hypotensive, so the pump was reconnected to power. They were found to have an acute embolic stroke after thrombectomy this morning. The healthcare provider wanted to get an approximate off time for the pump and did not believe the controller was exchanged at any point. Additionally, the patient had a computed tomography (CT) chest with concern for recurrent outflow graft twisting. The flows appeared stable at 3.8lpm but the patient did have a history of intermittent low flow alarm issues which were previously attributed to high blood pressures in clinic. The event log file contained ~ 2.5 hours of data prior to the date / time synch at on (B)(6) 2025 11:46:15. Prior to the date / time synch, the recorded time stamp was from on (B)(6) 2000. The earliest event contained in the event log file did not capture the pump off event nor did it capture the restart event. It was unable to be determined an approximate time of pump off. The periodic log file indicated that the last recorded line of data prior to the date / time reset was on (B)(6) 2025 9:11:20. This information indicated that the complete loss of power occurred after this data capture point.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a clock not set alarm on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The clock not set alarm was active for the duration of the controller event log file. The onset of the alarm was not captured. The clock not set alarm did not prevent the controller from supporting the pump as intended in the data reviewed. The alarm resolved when the clock was reset on 03jul2025. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 instructions for use (IFU) (rev. C, section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.